Manufacturer narrative:
Patient age: about (B)(6) years old. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ however, it was used in the femoral vein. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03494. It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and non-calcified left common femoral vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres for 30 seconds, the balloon ruptured. The device was removed and another 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced and inflated at 5 atmospheres for 30 seconds; however, the balloon also ruptured. The device was removed and a non-bsc balloon catheter was used to complete the procedure. No patient complications were reported and the patients status was fine.